Event description:
A surgeon reported a pt who experienced an unexpected outcome following an intraocular lens (iol) implant procedure. In a f/u, the surgeon indicated the pt was dissatisfied with the visual outcome and unable to perform daily duties. The lens was exchanged with a different model lens.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional info was provided, which indicated an approved cartridge, handpiece and viscoelastic was used. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A complete questionnaire was received on (B)(4) 2013. (B)(4).